Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was reported. Patient status was not provided.

Event description:
Additional information was received that the issue was seen remotely. Patient was stable.